Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for automated peritoneal dialysis (apd). On an unreported date, the patient had a non-baxter catheter infection. Dianeal therapy was discontinued and the patient was switched to hemodialysis. The patient experienced peritonitis manifested as abdominal pain and was hospitalized on the same day for the event. The cause of peritonitis was unknown. On the same day, the patient was treated with cefepime (1 gram twice daily at an administration rate of 1 hour) intravenously (IV) for peritonitis. The patient still remained in the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.